Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter and distal luer hub of the 3 lumen cvc catheter for evaluation. The catheter appeared to be intentionally cut at the distal end. Visual examination revealed the luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The length of the catheter body measured 152 mm which indicates at least 55 mm of the catheter body had been separated and not returned per catheter product drawing. The outer diameter of the distal lumen measured to be 2.17mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.45mm (0.057") which is within specifications of 1.42mm-1.50mm per product drawing. This indicates the wall thickness measured within specifications. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: the cvc was in use for 15 days when "the catheter of luer-lock connection (brown head) is broken during use". It was reported the device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the cvc was in use for 15 days when "the catheter of luer-lock connection (brown head) is broken during use". It was reported the device was replaced. No patient harm reported. The patient's condition is reported as fine.